Event description:
It was reported that the patient faced issue delivering insulin with infusion set on (B)(6) 2025. The infusion set was in use for two hours after insertion. The blood glucose level was high and got treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.